Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of diabetic ketoacidosis. Per the reporter, the patient became ill early on the morning of the event day. The patient was brought to the hospital. She was admitted with a blood glucose of 537 mg/dl. She was being treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.